Manufacturer narrative:
D3 - manufacturer zip/postal code: (B)(6). Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the iceforce 2.1 cx 90 degree needle device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that there was a needle shaft leak. An iceforce 2.1 cx 90 degree needle was selected for use. During testing, the physician saw a bubble come from the needle shaft during iceball formation. Although the iceball formed successfully, the physician elected to not use the needle for the procedure. The needle was exchanged and the procedure was completed with no patient complications.